Manufacturer narrative:
Citation: nalluri n et al. Valve in valve transcatheter aortic valve implantation (viv-tavi) versus redo-surgical aortic valve replacement (redo-savr): a systematic review and meta-analysis. J interv cardiol. 2018 oct; 31 (5): 661-671. Doi: 10.1111/joic.12520. Epub 2018 may 20. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a meta-analysis comparing clinical outcomes between valve-in-valve transcatheter aortic valve implantation (viv-tavi) versus redo-surgical aortic valve replacement (redo-savr) in patients with degenerated aortic bioprosthetic valves. The systematic review and meta-analysis were done in compliance with the meta-analysis of observational studies in epidemiology (moose) statement. All data were collected from an electronic search of scientific literature in the (B)(6) and clinicaltrials.gov databases from inception to october 2017. Six observational studies were selected for analysis with a total of 598 patients (mean age 73 years), an unknown number of which were implanted with a medtronic corevalve bioprosthetic valve or a medtronic evolut r bioprosthetic valve, 1 was implanted with a medtronic hancock ii bioprosthetic valve, 1 was implanted with a medtronic mosaic bioprosthetic valve, and 2 were implanted with a medtronic engager bioprosthetic valve. No serial numbers were provided. Among the 6 observational studies included in the meta-analysis, procedural and 30-day mortality outcomes were reviewed and compared. Multiple manufacturers were noted in the literature; based on the available information, medtronic product did not cause or contribute to these deaths. Among all patients, adverse events included: permanent pacemaker implantation, stroke, myocardial infarction, stenosis, regurgitation, or a combination of stenosis and regurgitation requiring either viv-tavi or redo-savr, life-threatening and major bleeding, moderate-severe paravalvular leak, vascular complications, and mean postprocedural gradients > 20 mm-hg. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.